Event description:
It was reported that during a pta treatment procedure, balloon re-wrap and removal difficulties were encountered. The lesion being treated was located in the superficial femoral artery (sfa). The physician noted that following the intervention, the ultra thin 7-4/5.3/135 mm balloon deflated, but did not re-wrap properly. Therefore, the balloon became caught on the sheath. The balloon and sheath were removed together as a unit. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'okay'.